Manufacturer narrative:
The insulin pump received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked at reservoir tube. The pump alarmed motor error during rewind due to corroded on motor home switch. No moisture damage found on electronic assy. Analysis was unable to verify the motor position encoder error alarm due to motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states there had multiple motor error alarms and a motor position encoder error. Troubleshooting was not performed. The device will be returned for analysis.